Event description:
It was reported that the patient ¿lost relief¿ and did not feel stimulation after a ¿dune buggie¿ ride about one week prior to the date of this report. The patient had a return of incontinence. It was noted that the patient felt stimulation after stimulation was increased. It was noted that there was a loss of therapeutic effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va055k9, implanted: (B)(6) 2013, product type: lead. (B)(4).